Event description:
The customer reported that insulin was squirting out when she tried to prime and rewind her insulin pump. The customer's blood glucose was 115 mg/dl. She also stated that the insulin pump alarmed and she received a failed battery test notification, after removing and replacing the battery. The customer was able to resolve the failed battery alarm during troubleshooting. The customer further reported that her insulin pump fell out of her pocket, dropping onto the floor and that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump was monitored. All operating currents tested within specifications range. No failed battery test alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.